Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
User facility medwatch report #(B)(4). Received stating: "perclose - suture - mediated closure system failure. Part of plastic tip (foot plate) broke off under patient's skin. Not removed." Additional information was obtained from the account: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 8fr sheath, relative to a transcatheter aortic valve replacement procedure. Reportedly, the proglide device did not capture [suture retrieval issue] and the foot plate broke off. The method to achieve hemostasis was not reported. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E4- initial report sent to FDA: updated from "no" to "yes".